Manufacturer narrative:
Device evaluation results: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. Deformation observed in the surface of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.